Event description:
The customer contact reported the pt received less medication than intended. Line a of the device was programmed to deliver an unspecified solution. Ling b of the device was programmed for secondary delivery of an unspecified chemotherapeutic agent. No specific programming parameters were provided. After an unspecified length of time, the device reportedly made a "clunk" sound. At this time, the nurse noted the device was delivering from line a; however, the delivery on line b was not complete. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though request, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.